Event description:
It was reported that log files captured a power fault on (B)(6) 2022. The backup battery (bb) was unable to be charged due to the controller voltage being too low while connected to the mobile power unit (mpu). The rsoc (relative state of charge) of the controller power cable was reading intermittently below 13v (only 11-11.8v). The controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unable to charge backup battery fault alarms while connected to mobile power unit (mpu) was confirmed via log file analysis. The system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the log file showed events spanning approximately 1 day (05:30:25 ¿ 12:40:03 on 15feb2022 per timestamp). The pump was at a fixed speed of 5200 rpm and a low speed limit (lsl) of 4800 rpm. The pump maintained a speed above the lsl throughout the log file. Between 05:30:32 and 09:21:19, the log file recorded an unable to charge backup battery fault each time the voltage dropped below 13 volts, per design the backup battery will not charge if the voltage is less than 13 volts. The fault condition resolved when the system controller was switched to battery power at 09:21:23. Pump operation was not affected by these alarms. There were no other notable alarms active throughout the end of the log file. Additional information submitted indicated that this event resolved once the system controller was exchanged. Multiple good faith efforts were sent asking if the system controller (B)(6) will be returned for further analysis; however, no response was given. To date, the system controller (B)(6) was not returned for analysis. As a result, the root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery (fault) alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.